Event description:
It was reported that during a case, the airo tipped and the patient shifted off the table. The physician's assistant caught the patient's head and due to the impact from the catch, the patient experienced mild lacerations. The procedure was not completed successfully and the patient will be rescheduled for surgery.

Event description:
It was reported that during a case, the airo tipped and the patient shifted off the table. The physician's assistant caught the patient's head and due to the impact from the catch, the patient experienced mild lacerations. The procedure was not completed successfully and the patient will be rescheduled for surgery.

Manufacturer narrative:
Device remained in field.